Event description:
Additional information was received. It was confirmed that the replacement battery pack resolved the screen 70 issue / ins charging issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: netherlands medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that there was a broken antenna and controller. The programmer goes black in some scenario's and cannot function without reinsertion of the battery pack. Programmer says battery pack must be charged, even though it is fully charged. The contributing factors were noted as normal use and that the patient recharges a lot (twice a day) so the accessories are being used a lot. The controller was replaced. After the controller was replaced, the antenna was also broken. They were unable to recharge. After the recharger was replaced the issue was resolved. The patient was alive with no injury at the time of the report.- it was reported that the patient's controller sometimes spontaneously went black. It was also noted that after a short charge with a full battery, the controller already indicated "battery almost empty. Recharge" within half an hour. During charging, the screen also often went black randomly. Tech services reviewed device and troubleshooting information. Additional information was received. The message "battery almost empty. Recharge" was confirmed to be in reference to the controller battery, and at the time of the message the battery was 80%. The cause was not determined, a data report was taken but no anomalies seen. Both the controller and recharger kit were replaced to resolve the issue. Devices were discarded by the customer. Additional information was received. For a patient with persisting issues recharging their ins, the rep would like to schedule a patient visit in the hospital together with one technical services (ts). They have seen this patient several times and the patient keeps coming back with similar problems, even after replacing the accessories. The rep would like to double-check with ts what is happening. The current schedule is to see the patient on the 9th of october at 14:30.

Event description:
Additional information was received. It was reported that the cause of the issues recharging the patient's ins was not specifically determined, but the explanation from technical services was that "over the phone we discussed the patient saw screen 70 - batteries low, even though the batteries of the controller were not low at all. We discussed that this screen is a software bug in the controller that is related to the connection between the recharger antenna and the ptm (similar to rm04)¿. Regarding what was found at their appointment on oct 9th, the prior information was indicated. The patient was advised to switch the battery pack first. If this will not resolve the issue, the patient will report back and receive a replacement antenna & patient programmer. It was unknown if the issue has since been resolved, but the patient has been informed on next steps and this will be followed up if the patient reports back as mentioned.

Manufacturer narrative:
D6a is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.